Event description:
It was reported that during renal artery intervention, stent damage occurred. The stenosed target lesion was located in the renal artery. The patient presented with in-stent renal stenosis with an unknown previously implanted stent. The physician advanced a 16mm x 4.00mm ion drug-eluting stent and deployed in the target lesion. During post dilatation with an unspecified size peripheral non-compliant balloon catheter, the stent elongated. They re-stented over it, fixed it and the procedure was completed. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during renal artery intervention, stent damage occurred. The stenosed target lesion was located in the renal artery. The patient presented with in-stent renal stenosis with an unknown previously implanted stent. The physician advanced a 16mm x 4.00mm ion drug-eluting stent and deployed in the target lesion. During post dilatation with an unspecified size peripheral non-compliant balloon catheter, the stent elongated. They re-stented over it, fixed it and the procedure was completed. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer corrected. Device evaluated by MFR: the most probable root cause has been determined to be use/user error. According to the dfu in "lesion/vessel characteristics" section, "the safety and effectiveness of the ion stent have not been established in the cerebral, carotid, or peripheral vasculature". This device was used in the renal artery. (B)(4).